Event description:
Multiple flagged hepatitis b surface antigen (hbsag) , carcinoembryonic antigen (cea), prostate-specific antigen (psa) and intact parathyroid hormone (iph) results were obtained on the immulite 2000 instrument. The samples were re-tested and the corrected hbsag, cea, psa and iph results were reported. There are no known reports of patient intervention or adverse health consequences due to the flagged hbsag, cea and psa results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data, the fse determined that the substrate solution bottle had emptied without alerting the operator. The fse replaced the substrate load scale and then calibrated the load scale. The cause of the mulitple hbsag, cea, iph and psa flagged results was malfunction of the substrate load scale. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Initial MDR 2247117-2012-00099 was filed on (B)(4), 2012.additional and corrected information is provided in this supplemental MDR.